Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported the touch screen was not working. There was no reported patient involvement.

Manufacturer narrative:
The customer's biomed was able to replicate the problem. The touchscreen was replaced, addressing the reported problem.